Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time/date were incorrect. Tandem technical support reviewed pump data. Time/date issue was found to be due to a data log corruption. Blood glucose level was not reported.